Event description:
It was reported that during a CABG procedure the endoreturn arterial cannula and endodrain venous cannual were inserted into the left common femoral vessels. Thirty five days post operatively, the pt required drainage of a lymphocele in the left groin.